Event description:
Arjo was informed about patient's fall. According to the information provided, patient fell after side rail broke. There was no injury reported. The bed was inspected. Photographic evidence of damages was provided. The bed was swapped.

Manufacturer narrative:
The investigation is ongoing. Conclusions will be provided in the final report.

Manufacturer narrative:
The bed was inspected. The side rail inner panel was peeled back, screws holding the panel to the metal plate were intact. No detachment occurred. Based on the post market surveillance and investigation conducted under CAPA tw2134012 external excessive force must first compromise side rail integrity prior to breaking it. Based on gathered information, the most likely scenario is that patient put weight against the side rail, side rail broke and patient fell out of bed. However, since the event was unwitnessed, this hypothesis could not be confirmed. The instructions for use for citadel plus bed frame (IFU 831.374_en rev. 11) includes below information: "check operation of side rails" - this action is to be done daily by care giver "failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the patient and care giver. Preventive maintenance can help to prevent accidents." The IFU also states: ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ ¿whether and how to use side rails or restraints is a decision that should be based on each patients needs and should be made by the patient and the patients family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail / restraint use (...).¿ to sum up, arjo device failed to meet its specification since side rail got damaged. The involved patient was not injured. This complaint was assessed as reportable due to patiant fall.